Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Arjohuntleigh has received a complaint where it was indicated that during standing procedure, the alenti chair rolled back, resulting in the patient set back on the chair. Patient suffered injury described as wrist fracture. When reviewing similar reportable event, we have found one case with similar fault description (brakes not performed as intended). The trend observed for reportable complaints for alenti device is currently considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. An on-site inspection by an arjohuntleigh rep found the device in good condition but because of brakes malfunctioning, it was not working up to MFR specs. If the IFU would have been followed, the function of the brakes would have been checked as described in the instructions for use and the event would have been avoided. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of weekly check and maintenance of the device. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).